Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 1 year 7 months post implant of this 12mm pulmonary bioprosthetic valved conduit in a pediatric patient, the device was explanted and replaced with a non-medtronic 16mm pulmonary valved conduit due to severe pulmonary stenosis. During the procedure, the physician performed a vsd closure and bifurcation plasty. No other adverse patient effects were reported.